Manufacturer narrative:
On 12/10/2018, the mentor product analysis lab received the device for evaluation. On 12/10/2018, mentor received additional information about the event: the date of event is (B)(6) 2018. The suspect medical device is a artoura breast tissue expander 650cc device, catalog #texp130ruh, lot #7435441, serial #: (B)(4), UDI #: (B)(4). The implantation date is (B)(6) 2017. The concomitant product (left breast prosthesis) is a artoura breast tissue expander 650cc device, catalog #texp130ruh, serial #: (B)(4). On 12/20/2018, the device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. On 12/24/2018, mentor completed the investigation on the suspect medical device. Upon receipt by mentor, the device returned with white fluid. No foreign material was observed within the device or on the shell surface. Mentor product analysis lab discovered a rent measuring approximately 0.3 cm on the anterior aspect. Microscopic examination of the edges of the rent gave no indications as to cause. No other anomalies were discovered. The complaint was confirmed since a rupture was found on the device. However, at this point it is not possible to determine the root cause of such damage. There is no evidence that the issue is related with manufacturing. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet; however, deflation trends for mentor saline-filled devices will continue to be monitored by quality assurance. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no device history record (DHR) review could be performed. (B)(4).

Event description:
It was reported that a female patient underwent breast reconstruction with an unknown mentor breast tissue expander that ruptured on the right breast post procedure. As a result, the patient underwent unilateral removal and replacement with an artoura 650cc breast tissue expander on (B)(6) 2018; catalog # texp130ruh, s/ns (B)(4).